Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 1.9; lab: 2.2. Nurse performed self-test = 0.9.

Manufacturer narrative:
Investigation pending.